Manufacturer narrative:
Common device name/product code: gbo. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the drainage catheter was being placed, the hub disconnected from the tube. The physician used another device to complete the procedure. There was no harm to the patient, and no additional procedures or intervention were required due to this occurrence.